Event description:
This device was connected to an rv lead that had noise and pacing inhibition. The lead was capped and replaced on (B)(6) 2017, however on (B)(6) 2017 this device was showing intermittent capture. The new lead tested fine, so the physician decided to replace this device. Should additional information be received, this file will be updated. This device was implanted ous, the patient is in the us being treated now.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mos1, 34 charging cycles were recorded to the device memory. A sensing test was performed and the device sensed the attached heart signals free of noise. Furthermore, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. No root cause could be found regarding the clinical observation. There was no indication of a device malfunction.